Event description:
The hospice rn called to say that the IV connector was winding itself off of the syringe after it has been locked in place and before the flushing process was initiated. Tested 5 lot numbers in the pharmacy and all 5 lot numbers repeated this action. Called and left message at manufacturer per telephone prompts and have received no further communication from them. Dates of use: (B)(6) 2017.